Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® blood transfer device holder with female luer adapter had the sleeve fall off. The following information was provided by the initial reporter: "hcp pressed terumo tube too hard and sleeve detached."

Event description:
It was reported after use the bd vacutainer® blood transfer device holder with female luer adapter had the sleeve fall off. The following information was provided by the initial reporter: "hcp pressed terumo tube too hard and sleeve detached."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for sleeve detachment with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to sleeve detaching as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.